Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that the patient underwent colonoscopy with snare polypectomy, anoscopy, infrared photoablation of internal hemorrhoids and perianal condylomata on (B)(6) 2013 due to rectal outlet bleeding, hemorrhoids, perianal condylomata, no prior colonoscopy, and adenomatous polyp in the cecum. It was reported that the patient underwent esophagogastroduodenoscopy and groin exploration with excision of groin mass on (B)(6) 2009 due to hernia , gerd, and groin mass.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.